Event description:
It was reported that the pump was exposed to extreme temperatures and a temperature alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. Tandem technical support educated the customer on pump temperature labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per pump user guide instructions for use: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.